Event description:
Patient reported, right side rupture. Via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later confirmed rupture and reported capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed as unidentified (tear). Shell thickness was within specification). No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.